Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be rapidly depleting and subsequently shut off. Customer reported a blood glucose (bg) level of 220 (mg/dl) that was corrected with a bolus after the pump turned back on. Customer indicated that another pump would be used to continue diabetes management.